Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and ptosis concomitant products: 425 cc mentor smooth round spectrum saline breast implant catalog: 3501470, lot: 7322478, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient who underwent primary breast augmentation surgery with a 425 cc mentor smooth round spectrum saline breast implant experienced left sided deflation and ptosis post procedure. As a result, patient underwent bilateral removal and replacement with 425 cc mentor smooth round spectrum saline breast implants on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/17/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation and anisomastia on the implant. During evaluation of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.3 cm. No other anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).